Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was intermittently displaying a service code 201 (response buttons stuck). The cause of the failure was defective front and rear response buttons. The response button switches were damaged. The response buttons showed signs of physical abuse. The root cause for the damaged switches was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was producing a service code.